Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that an approach cto microwire wire guide was being used in the superficial femoral artery of a patient when the tip of the wire broke off. It was reported that the patient had noticeable calcification and after shaping the tip of the wire, the tip separated and was "lost" in the calcification. The fractured piece of the wire was unable to be retrieved. As per the company representative, the physician was not able to reach the lesion due to the calcification, and the patient received a vascular bypass as a result. No adverse events have been reported regarding this incident.

Manufacturer narrative:
Product code: dqx. Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.